Manufacturer narrative:
Catalog :720074-02, serial#: (B)(4), expiration date: 09/22/2019; implant date: (B)(6) 2015; explant date: (B)(6) 2016; MFR date: 10/07/2014. The patient had two different size cylinders explanted.

Event description:
It was reported the patient had his spectra penile prosthesis replaced for unspecified reasons. No patient complications were reported in relation to this event.